Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no drawer failures at the station, and the customer, successfully performed an inventory on every single drawer. No issues were found during fse machine analysis, and the report showed no failures at the station. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and could not be recovered. The customer switched off the station and unplugged and replugged the power cord; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.